Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that a patient informed a bsc employee that he feels his reservoir is too small and he is having trouble "getting used to it". This patient was encouraged to speak with his physician and was referred to our patient website, edcure.org as well as being encouraged to speak with our patient liaison. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Outcomes attributed to adverse event: corrected.

Event description:
It was reported that a patient informed a bsc employee that he feels his reservoir is too small and he is having trouble "getting used to it." This patient was encouraged to speak with his physician and was referred to our patient website, edcure.org as well as being encouraged to speak with our patient liaison. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.